Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was insufficient or incomplete log data was received to generate a report. The  transfer of data from controller to monitor indicated by solid black "data transfer" icon and >1 hour of controller data is available. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the available controller log files contained data covering the period between (B)(6) 2024. No anomalies were observed within the analyzed period. Of note, review of the available information revealed that the log file submission was missing the event log file attachment. The missing file attachment was likely perceived as a data transfer error and resulted in an inability for the autologs system to generate a report. As a result, the reported data transfer event could not be confirmed. The inability to generate a report was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered, possible root causes of the reported data transfer error, may be attributed, but not limited, to a usb flash error, a component malfunction within the serial module, serial port connector malfunction, a marginal connection between the controller and data cable and/or a marginal connection between the data cable and monitor. Review of the available information, applicable risk documentation, and experience with events of similar circumstances were considered, the most likely root cause for the inability to generate a report can be attributed to a missing log file attachment. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.